Event description:
It was reported, leakage at the wings. Detected when flushing. The patient is ok. For a new PICC line inserted. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of catheter was 40cm. PICC inserted in basilic vein. 1cm exit site markings, it was the best placement when verifying with sherlock 3cg. Nacl used to lock the catheter between use. Statlock used, PICC dressed straight along the patient's arm. PICC used for oncology treatment ;immunotherapies (car-t cells, monoclonal antibodies) epirubicin, cyclofosfamid, docetaxel, trastuzumab. Visible hole/fracture outside the patient 95 days after insertion. Xray images are available for this incident. Patient completed dressing changes and flushing to maintain patency away from the hospital. It is unknown if they participated in physical activities. Chlorhexidine solution 5mg/ml 100ml bottle used to clean catheter site during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed inside the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, leakage at the wings. Detected when flushing. The patient is ok. For a new PICC line inserted. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of catheter was 40cm. PICC inserted in basilic vein. 1cm exit site markings, it was the best placement when verifying with sherlock 3cg. Nacl used to lock the catheter between use. Statlock used, PICC dressed straight along the patient's arm. PICC used for oncology treatment; immunotherapies (car-t cells, monoclonal antibodies) epirubicin, cyclofosfamid, docetaxel, trastuzumab. Visible hole/fracture outside the patient 95 days after insertion. Chlorhexidine solution 5mg/ml 100ml bottle used to clean catheter site during dressing change.